Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body of the returned transfer set. The reported condition was verified. The cause of the reported condition was a manufacturing related issued caused by inadequate solvent application to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital (peritoneal dialysis unit). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set; further described as ¿came apart from the main body¿. This occurred during an unspecified process step of peritoneal dialysis therapy, during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.